Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment and the reported peeling teflon were able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the command es guide wire had successfully reached the target lesion in the right lower leg. An intravascular ultrasound (ivus) catheter was loaded on to the guide wire, but became stuck on the wire. The ivus was unable to be removed from the guide wire so both devices were removed simultaneously as a unit. After removal of the devices from the anatomy, the guide wire separated in two pieces when it was removed from the ivus catheter. The coating on the guide wire became scraped during removal of the ivus from the guide wire. A spartacore guide wire and another ivus were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.